Event description:
A portion of this device detached in the pt during a stone retrieval procedure. The detached segment was successfully retrieved with a grasping forcep and another retrieval device was used to successfully complete the procedure. The pt is fine. The device was returned to the MFR. The engineering eval indicated that the returned device was sent to decontamination. As a lot number was not provided a device history search could not be performed. Therefore the co is unable to determine if the device met specifications.it is believed at this time that the product was misplaced during the decontamination process.user technique and/or pt anatomy may have contributed to this event. However, without evaluating the device the co is unable to determine the relationship between the device and the cause for this event.